Event description:
Information received via complaint form indicates the following: at opening a package containing an endotracheal tube was observed in that the opening normally found in the lateral side of the distal end (murphy eye) was missing. The plastic piece was still covering the murphy eye.

Manufacturer narrative:
Based on the available function, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the plastic piece should have been removed during the production process, and the authorities have been advised of the potential risk for the patients. An investigation was conducted on (B)(4) 2014 based on the information provided by customer. Based on the picture provided, it was observed that the remaining of the plastic piece which derived from the murphy eye punching process was not totally removed during the processes that lead to this complaint. As claim by customer, this plastic piece was originally covering the murphy eye but could easily be removed. The review of the assembly batch record did not reveal any sign of related defects detected during the inspection. Complaint was confirmed based on the picture provided and customer feedback where the plastic piece which derived from punching process still covered the murphy eye and not totally removed during the process. Related personnel will be informed and corrective action will be taken to prevent reoccurrences. No additional information is expected. Future complaints will be monitored for trends in accordance with convatec's global complaint handling and CAPA procedures.